Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during use. The supplies were not damaged by an outlet port clamp. The home patient (hp) disconnected without using proper procedures during therapy to use the restroom and connected back up to the hc after the machine had alarmed system error 2240. The technical service representative (tsr) explained alarm. The tsr advised the hp to cycle the power. The hc displayed system error 2367. The hp would end therapy and perform manual exchanges instead. Proper procedures were reviewed with the hp. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The home patient (hp) disconnected without using proper procedures during therapy to use the restroom and connected back up to the hc after the machine had alarmed system error 2240. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.